Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the right ventricular lead. Loss of capture was also noticed on the stored egms. On (B)(6) 2020, the patient presented to the clinic, and the noise was reproduced via isometrics. The patient was admitted for rv lead revision, and the rv lead was capped and replaced with a competitor lead on (B)(6) 2020. The patient tolerated the procedure well.